Event description:
It was reported that during preparation for a diagnostic procedure, the water injection and suction had become weak and were no longer possible on the video scope. The intended, unknown procedure was completed with not report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: "instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesive on bending section cover had a chip; light guide lens had a crack; plastic distal end cover, forceps elevator lever, free-engage knob, right/left knob, up/down knob, scope connector cover, scope connector, universal cord, grip, control unit, and switch box had a scratch; connecting tube had a dent; objective lens and control unit had discoloration; forceps channel port was shaved; electrical connector had corrosion; universal cord had a wrinkle; and suction cylinder was shaved. Electrical connector had corrosion due to water leakage. Due to clogging of nozzle, no air was fed. Due to a scratch on distal end, water tightness was lost. Due to a scratch on objective lens, the image had dark area partially. Due to dirt on objective lens, the image had dark area partially. Due to a scratch on objective lens, flare occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign material due to insufficient cleaning. There were no reports of patient involvement.